Event description:
Rep reported that a patient was programmed using a codman programmer and the unit gave a program complete message. Patient was sent home and returned the next day. Patient was x-rayed and it was determined that the valve had not moved. A new programmer was used to program the patient. An x-ray confirmed the valve setting was programmed to the desired setting.

Manufacturer narrative:
Upon completion of the investigation it was noted that the programmer was found to be fully functional. The device programmed at various pressure settings without any difficulties. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
K061876 and k050739. Upon completion of the investigation, a follow up report will be filed.